Manufacturer narrative:
A steris service technician arrived onsite to identify the unit subject of the event. While onsite, the technician was informed by facility personnel that the device (camera) subject of the medwatch was not a steris product. Steris is not the manufacturer or distributor of the camera subject of the event. Steris notified the manufacturer, karl storz, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. - (B)(4).

Event description:
The user facility reported via user facility medwatch report # (B)(4) that a tower screen went black twice during a patient procedure. The user facility did not provide a product name or serial number in the medwatch report.